Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
It was reported that the main cap where the bit was inserted was off and the part was loose. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received at (B)(4) for evaluation. Investigation coordinated by (B)(4). Report received indicates the device had a blemished housing. The reporters complaint of loose component was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.